Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot null. Device history batch null. Device history review null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
The literature article entitled, "primary total hip arthroplasty with use of the modular s-rom prosthesis" written by michael j. Christie, m.d., david k. Deboer, m.d., lorence w. Trick, m.d., john c. Brothers, m.d., richard e. Jones, m.d., guy t. Vise, m.d., and thomas a. Gruen, m.s. Published by the journal of bone and joint surgery, incorporated 1999 was reviewed. The article's purpose was to report the clinical and radiographic results of primary total hip arthroplasty with insertion of the modular srom femoral stem without cement in a series of patients who were follows for four to seven years. Data was compiled from 175 hips implanted between january 1988 to september 1991. Depuy products utilized: srom femoral components, cocr femoral head, cementless cup, poly liner.. Adverse events: intraoperative calcar fracture (intervention not clarified within article), intraoperative sciatic nerve injury (intervention and patient outcome not clarified within article), intraoperative pelvic vascular injury (intervention not clarified within article), recurrent dislocation (treated by revision to a restrained liner), periprosthetic femoral fracture (treated by revision to a longer stem), trochanteric fracture (related to osteolysis associated with poly liner wear), loose femoral stem (treated by revision), loose acetabular component (treated by revision - associated with osteolysis due to poly liner wear), progressive femoral component subsidence (treated by revision), radiographic findings: cortical thinning, osteolytic lesions in femur and acetabulum; reports of pain.